Manufacturer narrative:
The lead was received in a partial medial approx. 15.5cm portion with no portion of the j stiffener wire. Visual inspection under 30x magnification indicates lead was cut or snipped at each end, with evidence of flared coil wire ends. X-ray of lead confirms no portion of the j stiffener wire was received and confirms no coil wire fractures.

Event description:
Explant method: intravascular, superior technique/toos: direct traction with locking stylet, intravascular counter traction, sheath(s), laser no complications. Device analysis is provided.